Event description:
Customer reported that pt was having an inadequate fluid removal on phoenix machine. The patient weighed himself, both pre and post. His pre-weight was 1.0 kg. Below the weight he came off at the end of his previous treatment and his post weight indicated that he gained 4.0 kg during the treatment.